Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracoscopy surgery, six of the devices produced criss-crossed clips, fed two clips at a time, fed clips sideways and clips came out malformed on several firings. The seventh device fired clips that were more normal. However, two out of six clips fed sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information: the surgeon uses these devices as graspers sometimes too.